Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and tubing had air bubbles of small size. The customer¿s blood glucose was 330 mg/dl at the time of the incident. It also stated that the customer declined troubleshoot for high blood glucose. The reservoir will not be returned for analysis.